Manufacturer narrative:
(B)(4). Batch unk. A manufacturing record evaluation was performed for the finished device, lot number and no non-conformance's were identified. Attempts are being made to obtain the following information and the device: were there any patient consequences as a result of the event that occurred with the device? If yes, please describe. To date, no response has been provided. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that during a lap cholecystectomy procedure, the doctor at the hospital found that el5ml ligation clip was like "j" letter while using in the case. It is not a normal form that cannot be used with patient. Changed to new device and procedure was successfully completed. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Date sent: 4/24/2020. D4: batch # t94t8a. Investigation summary: the analysis results found that the el5ml device was returned with no apparent damage. In an attempt to replicate the reported incident, the instrument was tested for functionality. During the analysis, the device was cycled and it fed and formed five conforming clips. The event described could not be confirmed as the device performed without any difficulties noted. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Manufacturer narrative:
(B)(4). Additional information received: additional information was requested and the following was obtained: were there any patient consequences as a result of the event that occurred with the device? If yes, please describe. "There are no consequences occurred with this patient."